Event description:
It was reported that the tip was cracked. The target lesion was located in a venous thrombosis of the left lower extremity. An angiojet solent omni catheter was used for a thrombectomy procedure. During procedure, it was noted that the catheter performed power pulse once then the console stopped working. The catheter was withdrew and found that the tip of the catheter was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Lot number: either of the following finished good batches (25540128, 25477956, or 25476423). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the shaft was kinked 25cm proximal of the tip; however, there was no damage to the tip. Microscopic examination revealed that the hypotube was separated. The separated end of the hypotube was ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'connect or check saline supply' error to display on the console and the device not to prime and fluid to build up in the boot.

Event description:
It was reported that the tip was cracked. The target lesion was located in a venous thrombosis of the left lower extremity. An angiojet solent omni catheter was used for a thrombectomy procedure. During procedure, it was noted that the catheter performed power pulse once then the console stopped working. The catheter was withdrew and found that the tip of the catheter was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.